Event description:
On (B)(6) 2025, a customer reported to hologic receiving discrepant results using the aptima hpv (human papillomavirus) assay master lot 908328 on panther plus instrument sn (B)(6). Sample ID (B)(6) was part of a cluster and initially resulted hpv positive on hpv wl-010823-20250302-33. Per the customer¿s lab sop, if there is a cluster of three hpv positive results with an s/co (signal-to-cutoff) value < 5, these samples will be retested, and the retested result will be reported out. Upon retest, sample ID (B)(6) resulted hpv negative on hpv wl-010793-20250303-07. No patient treatment information was provided by the customer. Hologic has not learned of any adverse patient outcomes due to this event.

Manufacturer narrative:
Hologic technical support (ts) reviewed all of worklists and noted no hardware or reagent preparation issues. Suspected potential sample mishandling or low target samples. Hologic performed a risk assessment and noted no product impact. Hologic has not been informed of any adverse patient outcomes related to this issue.